Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
Low o2 percentage. The manufacturer received information alleging the device's o2 is not where it should be above 70%. There was no harm or injury reported. The customer contacted a third party service center regarding the low o2 reading. The service center technician advised the customer to check the o2 source, as well as possibly replacing the obm or main board. The customer was also notified of a software fix to improve the fio2 accuracy. The customer is taking responsibility to correct/repair the device.